Event description:
Philips received a complaint from the customer reporting failure to enter a system program during startup performance test on the v60 ventilator. The device was not in clinical use; this occurred at device booting. The device could not operate normally and was removed from service. There was no report of harm. A philips authorized service provider (asp) evaluated the device and confirmed error code 1006 (da pcba adc failed) in the device diagnostic logs. Per the v60 service manual, error 1006 indicates the dac output is no equal to the 150 counts for 6 consecutive measurements. The asp determined the issue was caused by a loose cable. The asp resolved the issue by reconnecting the cable from the data acquisition (da) printed circuit board assembly (pcba) to the motor control (mc) pcba. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.